Event description:
It was reported that in sterile processing department, the large suturecut needle driver instrument was observed to have frayed wires hanging from the tip. The instrument was not used on a patient after the reported issue and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The large suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's grip cable broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. The other cables were not damaged at the wrist of the instrument. Failure analysis investigation also found indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Failure analysis concluded that the indentations were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, a broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.